Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to detach. The account manager was onsite during the procedure and they broke the handle in order for the capsule to be released from the delivery device. The capsule was attached successfully. There was no patient and user harm.